Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation.the possible root cause could be thin rubberize/operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the three chamber urinary catheter indwelling in patient was damaged. The catheter slipped off on its own and was reported to the head nurse. The three-chamber urinary catheter was reinserted. The patient did not complain of discomfort. Per additional information via email from ibc on 15sep2020, the patient was reinserted with a new catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the three chamber urinary catheter indwelled in the patient was damaged. The catheter slipped out on its own and was reported to the head nurse. The three-chamber urinary catheter was reinserted. The patient did not complain of discomfort. Per additional information via email from ibc on 15 sep 2020, a new catheter was inserted.